Manufacturer narrative:
The device was received for evaluation. The investigation of the returned device found tears in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 340 mg/dl (18.9 mmol/l) while wearing the pod on their arm for 40 hours. The reporter stated that they had to remove the pod because there was insulin leaking and the adhesive was wet. As treatment a new pod was applied. The device evaluation found tears in the cannula.